Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was confirmed. The reported failure to inflate was not confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for inflation difficulty or leak reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 3.25 x 12 mm nc trek was being used for post-dilatation; however, it would not inflate and there appeared to be a leak in the device. The device was removed and another nc trek balloon was successfully used to complete the procedure. There was no resistance removing the protective sheath. The catheter was prepped per the instructions for use. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.